Event description:
It was reported that there was a cgm error 42 experienced by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset information and guided them through the reset process. After the reset, the pump did not display the cgm error again, and the caller successfully started their sensor session.